Event description:
It was reported that the patient could not adjust stimulation. A 'call your doctor' icon was displayed. A warning screen power-on-reset condition was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 47743, serial # (B)(4), accessory model 37092, lot # 267130002; lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; accessory model 37752, serial # (B)(4).